Event description:
Customer reported that "ultrasound did not appear" when the footswitch was pressed during a cataract intraocular lens implant procedure. The operation was discontinued. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).